Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed two controller power up event on (B)(6), 2017 at 9:42:57 and on (B)(6),2017 at 9:48:02. The data point logged on the controller's internal logs prior to the first controller power up event revealed that adapter was connected on power port 1 and (B)(4) was connected on power port 2 with 96% rsoc. The data point after the controller power up event revealed that (B)(4) was connected to power port 1 and no power source was connected to power port 2. The controller was without power for 22 seconds. The data point logged on controller's internal logs prior to the second controller power up logged revealed that (B)(4) was connected on power port 1 with 71% rsoc and (B)(4) was connected on power port 2 with 97% rsoc. The data point after the second controller power up event revealed that (B)(4) was connected on power port 1 and (B)(4). Was connected on power port 2. The controller was without power for 13 seconds. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving (B)(4). As a result, the reported "critical battery alarm" and "two power disconnects" events were confirmed via log files review. The most likely root cause of critical battery alarms can be attributed to a communication error between the controller and battery. Possible root cause of the loses of power can be attributed to a disconnection of both power sources and/or intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, b5, h6, h10. Product event summary: the battery was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors involving the battery. Additionally, data log files revealed multiple instances involving the battery where the battery¿s relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. No power disconnect alarms or loss of power events involving the battery were logged within the analyzed period. As a result, the reported critical battery alarm and communication error events were confirmed. However, the reported "power disconnects" event was not confirmed. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced two critical battery alarms when both batteries were connected. The patient also experienced two power disconnects when disconnecting power from the main power with a fully charged battery on the second port.

Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. Review of the batterys manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. The controller's software contains a feature that records in the log file whether a power source experienced acommunication error or a disconnection within each 15 minute interval. Controller (B)(4) log files analysis revealed two critical battery alarms due to communication errors involving (B)(4), confirming the reported event. As a result, the most likely root cause of the reported event can be attributed to communication errors between the controller and the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a critical battery alarm was generated on the battery without the battery charge being lower than 10%.¿the battery was exchanged.¿no patient complications have been reported as a result of this event.